Event description:
It was reported that the aviator blade was deformed with the use of a temporary fixation pin rendering the locking mechanism unusable.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer event of an aviator assy two level plate locking mechanism deformation was confirmed via visual inspection of the returned device. The deformation of the spring bar is consistent with a screw being put in at an improper angle and/or with the locking bar in the locked position during screw insertion. The surgical technique states to ¿position the bone screws within the recommended range of angulation to ensure secure locking of the screws within the plate." Conclusion: the root cause of the deformation is likely inserting the screw with the improper angulation.

Event description:
It was reported that the aviator blade was deformed with the use of a temporary fixation pin rendering the locking mechanism unusable.